Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing of an extension set with one-link needle-free lv connector would not allow fluid to flow. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information:additional information/correction:lot number : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported no flow condition could not be verified through evaluation of the returned photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed. A clear passage test was performed and the device failed. The device would not flow due to a blockage between the small bore two piece luer lock assembly and high pressure tubing. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.